Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4: reference MFR. Report#: 1627487-2016-03540, reference MFR. Report#: 1627487-2016-03541, reference MFR. Report#: 1627487-2016-03542. The patient received two anchors with the same lot number. It was reported the patient underwent surgery on (B)(6) 2016 to explant his system due to infection at both the ipg and lead sites. The results of the cultures are unknown at this time.